Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Troubleshoot was performed. The pump was not able to charge. Customer blood glucose at the time of incident 150 mg/dl. Customer did not call previously for power error. Customer was frustrated with insulin pump. The customer was advised to discontinue from the pump and revert to a backup plan per healthcare instruction. The insulin pump will be returning for analysis.